Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance when the rv tip-to-rv coil pacing impedance dropped below the programmed lower alert threshold. Additionally, the impedance trends show the pacing impedance, high voltage rv coil and superior vena cava (svc) coil impedances have been declining since the patient had a left ventricular assist device (lvad) implanted approximately two months prior. Reprogramming of the alerts were completed. The lead remains in use. No patient complications have been reported as a result of this event.